Manufacturer narrative:
(B)(4). Cartridge pan. The analysis found that no long60a device was received however (2) ecr60w reloads were returned. The cartridge reloads were received fully fired and was noted that (1) has damage to the cartridge pan. The second cartridge reload returned was in good condition. Functional testing could not be performed due to no device returned. One possible cause for this type of damage may be if the cartridge reload is not fully seated prior to firing the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Batch history review has been completed with no anomalies reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Spoke with (B)(6) today by phone. He noted the following: he noted that the tissue was not thick because it was small bowel. The tissue layers separated (fell apart) after manipulation. At least one of the staple lines exhibited malforms in the middle of the staple line with good staples at either end. He did not note any recent changes in procedure.

Event description:
It was reported that the device was used during a gastric bypass. When transecting jejum the staple line did not form properly. It appeared to unzip, with staples on each end but not in the center. Another device was used to complete the case and staple line was oversewn. There was no adverse consequence to the patient.